Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) s2024. The valve was chosen for a valve-in-valve with a 23mm non-abbott surgical valve with a 21mm internal diameter. The patient's aortic ventricular angle was 60 degrees. During implant, the valve was re-sheathed once to obtain a more coaxial alignment across the surgical valve to ensure optimal depth. The starting implant depth was 3mm from the non-coronary cusp (ncc). The valve was deployed during the second attempt. The final implant depth was 3mm from the ncc. Upon release of the valve, the valve moved out of place and settled above the surgical valve. It was noted that only two out of the 3 retainer tabs released immediately. The device migrated as soon as the final retainer tab released. The valve was snared above the sinotubular junction (stj) and a new non-abbott valve was implanted. In retrospect it was noted that there was not adequate depth to the ncc and the valve was not 100% aligned. It was suspected that there was also undiscovered restraint or non-uniform expansion of the valve. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of device migration, improper or incorrect procedure or method, separation problem and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the final implant depth was 3mm from the ncc. Upon release, the valve moved out of place and settled above the surgical valve. It was noted that only two out of the 3 retainer tabs released immediately. The device migrated as soon as the final retainer tab released. The valve was snared above the sinotubular junction (stj) and a new non-abbott valve was implanted. There was not adequate depth to the ncc and the valve was not 100% aligned. It was suspected that there was also undiscovered restraint or non-uniform expansion of the valve. Based on available information, a cause for the reported device migration and separation problem could not determined. The reported off-label use appears to be related to user as the valve was chosen for a valve-in-valve with a non-abbott surgical valve (valve-in-valve implanted). The reported improper or incorrect procedure or method was due to user snaring the valve. The reported surgical intervention and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.